Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen.2 results for an unknown number of patient samples from the cobas 6000 c (501) module. Only the following data was provided. The initial sodium result was 242 mmol/l and the expected result was 140 mmol/l. The initial potassium result was 6.48 mmol/l and the expected result was 3.5 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative replaced the ise syringe assembly, multiple valves, acrylic blocks, o-rings, electrodes, and reagents. He adjusted the ise reagent and sipper nozzles. No further issues have occurred and calibration and qc results have been within specification. The investigation was unable to find a definitive root cause.